Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead was repositioned due to high impedance. The physician could not smoothly extend the helix outside of the patient. This lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.